Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was not received at the service center, therefore could not be evaluated. Given the information provided we cannot discern a definitive root cause for the adverse event which was experienced at the user facility. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an arthroscopy with fms vue pump-shaver box, abnormal swelling reaction on patient's neck was observed. Affiliate stated that the duration of the intervention was 1 hour and 15 minutes with a pressure of 80. It was reported that the water has evacuated and the swelling faded. The customer mentioned that issue was very disturbing and that it happened with an other pump the day before. There was no delay indicated. It was mentioned that the customer is not sending the device for repair.